Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine?¿ ii insulin syringe needle broke off during use and got stuck in the insulin bottle. The following information was provided by the initial reporter, translated from (B)(6) to english: "mrs. Customer got in contact because when using the syringe ultra-fine, the needle separated and got stuck into the insulin's bottle."

Event description:
It was reported that the bd ultra-fine?¿ ii insulin syringe needle broke off during use and got stuck in the insulin bottle. The following information was provided by the initial reporter, translated from portuguese to english: "mrs. Customer got in contact because when using the syringe ultra-fine, the needle separated and got stuck into the insulin's bottle"

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned as of 23 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7352735. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200732794, 200732654, 200732653, 200732740] noted that did not pertain to the complaint. H3 other text : see h10.